Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, ac power charger, and charging pad. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.